Event description:
The dr claims that during a thoracic aortic replacement procedure, after declamping the graft, an unk quantity of blood "oozed" from the graft wall. Pressure was applied to stop the "oozing". The graft was left in. There was no injury to the pt. The pt is doing well now. The amount of blood loss is not attainable.